Manufacturer narrative:
On 10/22/2019, mentor became aware that the patient also experience bilateral capsular contracture; baker grade unknown. Mentor also became aware that the patient had undergone bilateral implant explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, capsular contracture manufacturer's reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 1/24/2020, the product investigation was completed. Device investigation summary: during evaluation the sample was found ruptured. Also a crease was found in the edges of the tear. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On )b)(6) 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 385cc mentor memorygel breast implant catalog: 3507385mc lot: 7590363 sn: (B)(4) and (left) 385cc mentor memorygel breast implant catalog: 3507385mc lot: 7718660 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast prosthesis implantation procedure with two 400cc mentor memorygel breast implants, suffered bilateral rupture, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch form is for the right breast prosthesis.